Event description:
Customer states: pump acts like it's running and grinds but does not deliver formula.

Manufacturer narrative:
Accuracy tests were within specifications. Complaint could not be confirmed.